Manufacturer narrative:
Device manufacture date, corrected data: the device manufacture date was inadvertently provided incorrectly on the initial report. Suspect device serial#, lot#, expiration date, UDI, corrected data: the serial#, lot#, expiration date, and UDI for the suspect device were inadvertently provided incorrectly on the initial report.

Event description:
It was reported by an MRI technician that a vns patient had their device replaced in 2015 due to an infection. Review of the manufacturing records for the lead and generator revealed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date.